Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible malpositioned right essure insert') and pelvic pain ('pelvic pain/ pain: pelvic area') in a 29-year-old female patient who had essure (batch no. 626109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea and fatigue had not resolved. The reporter considered anxiety, depression, device dislocation, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not had underwent essure (or any part of the device) removal. Discrepancy in date of insertion: (B)(6) 2007. Insertion details, specify:(B)(6) 2007:the essure system catheter was placed into the patient's left ostium without difficulty. Three coils were noted to be extruding from the ostium. The essure catheter was placed into the right ostium. One coil was noted. Pictures were obtained. All instruments were removed from the endometrium. Lot number: 626109 manufacturing date: 2007-10 expiration date:2009-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible malpositioned right essure insert') and pelvic pain ('pelvic pain/ pain: pelvic area') in a (B)(6) female patient who had essure (batch no. 626109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2021. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea and fatigue had not resolved. The reporter considered anxiety, depression, device dislocation, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not had underwent essure (or any part of the device) removal. Discrepancy in date of insertion - (B)(6) 2007. Insertion details, specify: (B)(6) 2007:the essure system catheter was placed into the patient's left ostium without difficulty. Three coils were noted to be extruding from the ostium. The essure catheter was placed into the right ostium. One coil was noted. Pictures were obtained. All instruments were removed from the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2021: mr received : event "possible malpositioned right essure insert", reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.